Event description:
It was reported that the patient experienced unexplained st segment elevation. During the procedure, it was difficult to flush the farawave pulsed field ablation catheter. A perfusion obstruction alarm had sounded after the ablation, and upon investigation, it was determined that the catheter had become difficult to perfuse. Coronary angiogram was performed but there was no apparent cause. There was no obstruction during application, and the perfusion or activated clot time (act) was not considered to be low. Moreover, there seemed to be an obstruction when it was placed back into the sheath. It was then taken out; however, it was difficult to flush from the perfusion. The st segment elevation was not likely to be due to thrombus. The procedure was completed. The device was received for analysis and investigation is still in progress. It was further reported that nitroglycerin was injected into the coronary artery in attempt to treat the st segment elevation. There was no visible thrombus on the occlusion and the perfusion volume was not low, so the cause of the occlusion was unknown at this time. No air was detected in the patient, and spasm cannot be ruled out as a possibility; it was considered unlikely based on clinical judgment.

Event description:
It was reported that the patient experienced unexplained st segment elevation. During the procedure, it was difficult to flush the farawave pulsed field ablation catheter. A perfusion obstruction alarm had sounded after the ablation, and upon investigation, it was determined that the catheter had become difficult to perfuse. Coronary angiogram was performed but there was no apparent cause. There was no obstruction during application, and the perfusion or activated clot time (act) was not considered to be low. Moreover, there seemed to be an obstruction when it was placed back into the sheath. It was then taken out; however, it was difficult to flush from the perfusion. The st segment elevation was not likely to be due to thrombus. The procedure was completed. The device was received for analysis. It was further reported that nitroglycerin was injected into the coronary artery in attempt to treat the st segment elevation. There was no visible thrombus on the occlusion and the perfusion volume was not low, so the cause of the occlusion was unknown at this time. No air was detected in the patient, and spasm cannot be ruled out as a possibility; it was considered unlikely based on clinical judgment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing was functional in undeployed state, but not in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.